Event description:
The patient was injected with radiesse on (B)(6) 2011 (day 0). The radiesse syringe was not mixed with lidocaine. A total of 1cc of radiesse was injected into the patient's nlfs, marionette lines and oral commissures. Per the injector, 0.1cc of radiesse was injected into the oral commissure near the affected area. On day 1 the injector called the patient and she had erythema on the left side by her nlf. There was swelling and bruising to her lower lip. On day 2 the patient had swelling and complained that her lower lip, left side was swollen. Two days later the patient had bruising, severe swelling, discoloration on left side and near lip. Her lip was cracked and very discolored. There was white coming through and it looks as if skin was falling off (sloughing). On (B)(6) 2011, the patient was started on a medrol dose pack and also prescribed keflex 500mg t.i.d. This only helped the jaw edema.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, a merz aesthetics contracted physician, dr. (B)(4) spoke to the injector, (B)(6) regarding this case. The following information is from dr. (B)(4) summary: they discussed appropriate wound care and treatment. They also discussed the use of fluconazole prophylactically as yeast often leads to delayed healing. (B)(6) will start the patient on vinegar soaks and rinses as well as occlusive ointment dressings. The external (visible) portion appears superficial. Dr. (B)(4) recommended orabase if she is unable to get the vaseline or aquaphor to adhere in the mouth. On (B)(4) 2011, the injector, (B)(6) provided an update that the patient is developing granulation tissue in the wound and that (per the injector) the patient has an irregular inner lip mucosa where the tissue necrosed. On (B)(4) 2011, the injector provided an update that the referred the patient to dr. (B)(6). Per (B)(6), dr. (B)(6) called her after seeing the patient. He started her on trental, asa and prophylactic valtrex. He will see her weekly. Laser may be needed in the future and ha filler for volume expansion. He indicated to (B)(6) that he would be in touch with dr. (B)(4). From communication with (B)(6) on (B)(4) 2011, she did not have an update regarding the patient. As of (B)(4) 2011, dr. (B)(6) has not contacted dr. (B)(4). The device history record for reported lot number was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.